Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, metal poisoning, metallosis and elevated metal ion levels. A review of the invoice history confirmed the surgery dates and that the modular head, acetabular cup and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, metal poisoning, metallosis and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient operative report notes cloudy fluid, short external rotators avulsed from the greater trochanter, and oxidation at the trunnion without metal destruction. Revision notes further report no evidence of impingement or loosening of the acetabular component and a well-fixed stem with good alignment. The modular head was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.